Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer did not return a sample; however, complaints of a similar nature have been received. The root cause of the customer's complaint is a change that occurred during the supplier's manufacturing process. The supplier added another ring to the syringe stopper (grommet) in late 2014 causing this issue of the plunger stopper to feel harder to push. An action has been opened to address the supplier related issue. The supplier has been notified of this issue and further action has been taken to move to an alternate supplier for 3cc syringes whose product¿s performance is more in line with our customers¿ requirements. Quality assurance will continue to monitor and take action for any future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cannula popped off a syringe during the final step of the cataract procedure when the surgeon was sealing the incision. No information has been received regarding the patient's outcome. Additional information has been requested; however, no further details have been provided to date. The product sample has also been requested for evaluation.